Manufacturer narrative:
Additional information received by the manufacturer has identified that this event should be re-evaluated for MDR reporting. The new information states that this event has already been reported on MDR 1020279-2018-02782, therefore, it was determined that this case does not meet the threshold for reporting and is a non-reportable event. If further details are provided confirming the occurrence of a reportable event, our files will be updated accordingly and a further report submitted outlining both the event details and our investigations performed.

Manufacturer narrative:
Further evaluation of this complaint determined that this record is a duplicate of an event that was previously reported to FDA. The event in this report is being addressed under internal reference number (B)(4), which has been reported on MDR 1020279-2018-02782. Initial report for record (B)(4) was sent to FDA on thu (B)(6) 2018. No further investigation warranted for this complaint.

Event description:
It was reported that a revision surgery was performed for a replacement of the partial endoprosthesis due to a progression of osteoarthritis in the right knee. It was discovered the component was broken.